Event description:
The physician successfully placed a xact stent into the right internal carotid artery (ica). Twenty-four hrs after the procedure, the pt was noted to have weakness in the legs and mild left hemiparesis. He was diagnosed with a right centrum semiovale subacute infarction. In 2006, the pt was discharged to home with physical therapy. The current condition of the pt is unk.

Manufacturer narrative:
The device was not returned, and there was no lot info. We were not able to perform device inspection or device history record review in this case.